Event description:
Covidien received information stating that during patient use, the ventilator went into a standby mode and then stopped cycling. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4)